Event description:
It was reported that the patient has chronic pain. On (B)(6) 2005, the patient was implanted with a greenfield vena cava filter (gvcf). At an unknown time, the patient reports he suffered debilitating injuries from the vena cava filter including chronic pain. It was further reported there was a tilt of the gvcf and a perforation occurred. It was further reported that on (B)(6) 2017, the patient received axial CT imaging of the abdomen without contrast. Images revealed, the apex of the filter appears to touch the right lateral wall of the inferior vena cava. The tip or apex of the ivc filter is located below the level of the left renal vein, 1.5cm below the level of the left renal vein. The ivc filter has a total of six struts. The struts appear intact. The inferior struts, however, appear to extend beyond the blood-filled lumen of the inferior vena cava. The posterior two struts are seen in the retroperitoneal fat and do not extend to involve the paraspinal musculature or of the lumbar spineosseous structures. The left strut abuts the wall of the abdominal aorta but does not appear to extend into the lumen of the aorta. The right lateral strut extends to the paracaval fat but does not appear to enter adjacent structure or bowel. The anterior two struts are seen within retroperitoneal fat but do not appear to extend into other structures or bowel. There was no evidence of narrowing or stenosis of the inferior vena cava on this examination.

Event description:
It was reported that the patient has chronic pain. On (B)(6) 2005, the patient was implanted with a greenfield vena cava filter (gvcf). At an unknown time, the patient reports he suffered debilitating injuries from the vena cava filter including chronic pain. It was further reported there was a tilt of the gvcf and a perforation occurred.

Manufacturer narrative:
Event date is approximated since unknown.

Manufacturer narrative:
Event date is approximated since unknown.

Event description:
It was reported that the patient has chronic pain. On (B)(6) 2005, the patient was implanted with a greenfield vena cava filter (gvcf). At an unknown time, the patient reports he suffered debilitating injuries from the vena cava filter including chronic pain.